Manufacturer narrative:
Clinical code: 1888 - haemorrhage/ bleeding - blood leakage was identified from the root of the proximal branch of the vascular graft section. Impact code: 4624- surgical intervention- pledget suture was used to stop the leakage and the anastomose was successfully completed. Device problem code : 3190 - insufficient information - additional information about the event was requested on 03 jul 24 regarding gelatin coating on the graft appear intact and uniform, the act or aptt score of the patient, blood was lost and over a period of time, oozing continue after the heparin was reversed, graft soaked in saline prior to implant, soaking of graft, the gelatin coating have been damaged during the procedure, procedure extended, type of forceps were used in the operation, any images/ scans of the leakage available, any relevant medical condition, rationale for device failure- blood leakage due to the device. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: (B)(4)3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4117 - device not returned: device remains implanted investigation findings: 3233 - results pending completion of investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Blood leakage: when anastomosing the brachiocephalic artery and the proximal branch of the vascular graft section after implantation of the thoraflex hybrid, blood leakage was identified from the root of the proximal branch of the vascular graft section. Surgical intervention: pledget suture was used to stop the leakage and the anastomose was successfully completed. Operation type: ascending aorta and aortic arch replacement blood loss: amount is unknown. Patient outcome: no health damage to the patient. Device related/ no relation to procedure or preexisting condition

Manufacturer narrative:
Clinical code: 1888 - haemorrhage/ bleeding - blood leakage was identified from the root of the proximal branch of the vascular graft section. Impact code: 4624- surgical intervention- pledget suture was used to stop the leakage and the anastomose was successfully completed. Device problem code : 3190 - insufficient information - additional information about the event was requested on 03 jul 24 regarding gelatin coating on the graft appear intact and uniform, the act or aptt score of the patient, blood was lost and over a period of time, oozing continue after the heparin was reversed, graft soaked in saline prior to implant, soaking of graft, the gelatin coating have been damaged during the procedure, procedure extended, type of forceps were used in the operation, any images/ scans of the leakage available, any relevant medical condition, rationale for device failure- blood leakage due to the device. The site confirmed on 23 jul 24 and 26 aug 24, they were unable to provide any information at this point of time. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid / leakage-branch root events jan 20 - jun 24 v thoraflex hybrid sales jan 20 - jul 24 gave an occurrence rate of less than 0.001%. No trend requiring action has been identified . 4111 - communication interview: additional information about the event was requested on 03 jul 24 regarding gelatin coating on the graft appear intact and uniform, the act or aptt score of the patient, blood was lost and over a period of time, oozing continue after the heparin was reversed, graft soaked in saline prior to implant, soaking of graft, the gelatin coating have been damaged during the procedure, procedure extended, type of forceps were used in the operation, any images/ scans of the leakage available, any relevant medical condition, rationale for device failure- blood leakage due to the device. 3331 - analysis of production records: a full batch review was performed, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found: from the investigation performed and with all findings it was not possible to determine if the event is related to the device. Investigation conclusion: 4315 - cause not established: from the investigation performed and with all findings it was not possible to determine if the event is related to the device. Therefore, we could not determine a root cause for this event.

Event description:
Blood leakage: when anastomosing the brachiocephalic artery and the proximal branch of the vascular graft section after implantation of the thoraflex hybrid, blood leakage was identified from the root of the proximal branch of the vascular graft section. Surgical intervention: pledget suture was used to stop the leakage and the anastomose was successfully completed. Operation type: ascending aorta and aortic arch replacement blood loss: amount is unknown. Patient outcome: no health damage to the patient. Device related/ no relation to procedure or preexisting condition this report is being submited as a follow up #1 for mfg report number 9612515-2024-00052 to provide event closure information for comp (B)(4).